Manufacturer narrative:
Literature citation: misao nishikawa, seiya masamura, keisuke shirosaka, hiroki ohata, noritsugu kunihiro, hironori arima, hiromichi ikuno ; "preliminary results of treatment with x -stop for lumbar spinal canal stenosis - a report of (B)(6) cases in (B)(6)" mean age: (B)(6) years. Sex: (B)(6) male and (B)(6) female . Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that a total of 20 patients underwent surgery from (B)(6) 2012 to (B)(6) 2014 and have been followed up for one year post-op as outpatients were investigated. No peri-operative complications were observed. Postoperatively, one patient developed spinous process fracture without any trigger, with back pain and intermittent claudication deteriorating. This patient had serious heart malfunction and thus surgery with general anaesthesia was deemed to be risky and so the surgery was not conducted.